Event description:
The customer reported that the right workstation/monitor cart push handle fell off. There was no report of a serious injury or death associated with this case.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.